Event description:
As reported by an affiliate, a cypher balloon ruptured during treatment of a lesion in a pt's proximal left anterior descending (lad) and mid lad. The 90% stenosed target lesion was described as de novo, not calcified and not tortuous. The lesion was pre-dilated with a 2.5 x 20mm ryujin balloon catheter. A 3.5 x 18mm cypher was delivered to the target lesion and inflated to 8atm for 20 seconds when the balloon ruptured. The rupture was confirmed when contrast media leakage was observed on angiography. It appeared that the burst was axial. The stent was successfully post-dilated with a 3.0 x 10mm hiryu balloon catheter to complete the procedure. There was no pt injury reported. The device appeared normal prior to use, and will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.